Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure the patient experienced slow flow. The target lesion was located in the mid left anterior descending artery with 100% stenosis and was 26 mm long with a reference vessel diameter of 3.00 mm. The physician treated the target lesion with pre-dilatation, implanting a 3.00 mm x 28 mm taxus liberte stent, and post-dilatation with 0% residual stenosis. Following stent placement, slow refill of blood occurred. The patient was subsequently given multiple injections of fresh blood and 500 mcg of adenosine over the course of 15-20 minutes. Flow was restored following this treatment. The patient was discharged 2 days later on aspirin and prasugrel.